Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer's blood glucose was high as a result of being off of the insulin pump and they needed help programming their replacement device. Customer advised when they pressed the bolus button or act button the buttons were unresponsive. Customer was advised to press the bolus button only. Customer was advised on how to deliver a manual bolus.